Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and found it to function within specification. The log review indicates a momentary spike in anesthetic agent output. The unit is designed to shut down anesthetic agent output when such a condition is detected. Gehc recommended replacement of the evap assembly. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, anesthetic agent turned off on its own. There was no reported patient injury.